Event description:
It was reported that during a laparoscopic hysterectomy, the active blade snapped off in the patient in the middle of the procedure. The customer used an lcsc5 to continue the case and complete the case. The customer took x-rays after the case was completed to retrieve the blade tip. They retrieved the blade tip laparoscopically and there was no patient consequence.